Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the controller was returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed a vad disconnect alarm logged on 01-mar-2020 at 12:28:39, indicating a physical disconnection of the driveline from the controller. An electrical fault alarm was then logged at 12:30:03 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). This likely triggered the subsequent high watt alarm at 12:30:06, due to the increased power consumption required to run on a single stator. A vad stopped alarm was then logged at 12:30:29, followed by an additional electrical fault alarm at 12:31:01, due to open phases on both stators. Another vad stopped alarm was logged at 12:31:30 due to a failure of the pump to restart after several attempts, which was followed by several additional electrical fault alarms, high watt alarms, vad stopped alarms, and vad disconnect alarms logged between 12:31:58 and 12:51:41. As a result, the reported electrical fault alarm and vad stopped alarm event was confirmed. The reported inability to download log files could not be confirmed, as the provided log files did not have any gaps and log files were able to be downloaded with no anomalies observed during bench testing. A possible root cause of the reported inability to download logs may be attributed, but not limited, to a marginal connection between the data cable and the controller and/or monitor. Possible root causes of the electrical fault alarms and several vad stopped alarms, including the initial vad stop, may be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination of the connectors. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. The most likely root cause of several vad stopped alarms can be attributed to failures of the pump to restart after several attempts. Internal evaluation investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d4: serial or lot#: con404417 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213, 3213 h6 FDA conclusion code(s): 3415,4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller (B)(4), model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, dev ret to MFR?: yes, mfg date: 30-nov-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and the ventricular assist device (vad) stopped. The controller data files were unable to be downloaded but were later able to be. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.